Event description:
A caller reported a malfunction on the pump, which was addressed without any adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, providing information for a successful reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue reappears.